Event description:
Consumer alleges the control switch of her heating pad caught on fire. No injuries or property damages were reported with this incident.

Manufacturer narrative:
A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.